Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). Investigation summary: the complaint device was received and inspected. The complaint can be confirmed. It was observed that both the jaw to shaft pin and the actuator to shaft pin were out of their intended location which caused the improper function of the jaws. Further, it was also observed that when the trigger is pulled, the actuator under the shaft protrudes down. This indicates that the actuator to jaw pin is broken and is out of its intended location causing the device to fail. This type of failure has been historically attributed to blunt force impact/mishandling and can be attributed to user misuse of the device. However, given the information provided we cannot discern a definitive root cause for the reported failure. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer that prior to a rotator cuff procedure, they noticed the jaw on their expressew iii w/o hook would not open. During in-house engineering evaluation, it was determined that the actuator to jaw pin was broken and is out of its intended location causing the device to fail. It was reported that an identical spare device was used to complete the procedure. There were no patient consequences or delays.